Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve negatively interacts with anatomy was confirmed with objective evidence. Available information suggests that one of the valve's anchors compressing the pda may have contributed to the reported event. However, a definite root cause is unable to be determined. No manufacturing non-conformities were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
Edwards received notification of an evoque valve in tricuspid position where immediately upon valve release, st depression was noted on the patient's EKG. The interventional cardiologists decided to do a coronary angiogram immediately where they discovered the posterior descending artery (pda) to be compressed by one of the anchors of the evoque valve. They then stented the pda with a 2.5mm x 10 stent, the stent was able to open up the pda and flow continued across. Post procedure, the patient is stable.

Manufacturer narrative:
H6 health effect- clinical code is: coronary obstruction/occlusion. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.